Event description:
It was reported that the set screw was discovered backed out approximately three months after the surgery. The revision surgery is not planned.

Manufacturer narrative:
Device was not returned to MFR for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.